Event description:
It was reported that the patient is complaining of pain and swelling in his left hip. Patient has been in pain off and on for at least six months. While patient had implant surgery on his right hip, patient states that he had 30cc of fluid drained from his left hip. Patient reports that the fluid contained cobalt. Patient states that blood work done in (B)(6) shows the cobalt level is 8.8.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.